Event description:
It was reported the device overheated during equipment testing conducted by a manufacturer field service technician at the user facility. There was no patient involvement reported with this event.

Event description:
It was reported the device overheated during equipment testing conducted by a manufacturer field service technician at the user facility. There was no patient involvement reported with this event.